Event description:
A nurse reported that during a cataract procedure, the cassette needed to be changed in order to achieve suction of the "nuclear hemispheres" after initial sculpt. It was noted that the fms (fluidics management system) had primed successfully prior to surgery. There was no harm to the patient and only a small delay to exchange the fms. The sample has been requested for evaluation.

Manufacturer narrative:
A sample has been requested, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 210cfr 803.56 when additional reportable information becomes available. (B)(4).